Event description:
Report #1 of 2 of clotted intravenous access line. The customer reports a home care pt was receiving tpn via a groshong line. The pump settings were 1250cc's over 12 hrs with a one hr taper up and down and a 5ml/hr keep vein open. The pt received a distal occlusion alarm during the tpn 12 hour infusion. The pt attempted to resolve the alarm but was unsuccessful. There were no occlusions noted. The reporter states that there was no bleed back. The pt went to the infusion center and needed the groshong line declotted. The pump was changed out for another and the tpn infusion continued without further problem. The pt did not experience any adverse sequelae. The rptr was not able to verify if what had been programmed is what had been delivered or verify program settings. At the time of this incident, the pump was not considered a factor regarding the clotting of the patient line. The pump was kept in pt service. The customer then was made aware of the same event occurring with this pump and a subsequent pt. Additional patient information was requested, but no further information was available.